Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and feasibility of implanting a transvenous implantable cardioverter defibrillator (tv-ICD) in the left axilla. Pacing and clinical electrophysiology. 2021; 44:1810¿1816. Doi: 10.1111/pace.14362. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety and feasibility of implanting a transvenous implantable cardioverter defibrillator (tv-ICD) in the left axilla. The article reports one patient who suffered from a pocket hematoma which required intervention, another patient received an inappropriate shock due to atrial fibrillation (af), and another patient's lead dislodged, and a lead revision was performed the day after the implant. The status/disposition of the implantable cardioverter defibrillators (ICD) and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.